Manufacturer narrative:
Mefwatch fields d4 lot no and d4 expiration date were updated. Due to the lack of information, no root cause for the event could be found. A general reagent problem was ruled out because the qc prior to the event was within ranges.

Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas e411 disk analyzer. The initial result was >10000 miu/ml with a data flag. The repeat result with a 1:100 dilution was 128.5 miu/ml with a data flag. The repeat results with no dilution were 4617 miu/ml with a data flag and >10000 miu/ml with a data flag. The sample was repeated at another laboratory and the undiluted result was >10000 miu/ml with a data flag. The result with an unknown dilution was 11766 miu/ml.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The investigation is ongoing.